Manufacturer narrative:
Lead 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).

Event description:
It was originally reported that there were telemetry issues. Stimulation was last felt 6 to 12 months ago. An overdischarge was suspected. A physician mode recharge (pmr) was done prior. The patient was charging daily and the charge did not maintain as long. When it was fully charged, it depleted completely in one day with ins off. Additional information was received. The patient received stimulation for a short time. X-rays revealed the leads had pulled out. The doctor revised them by placing the same leads back to level in the laminectomy and the patient received no stimulation. It was then decided to percutaneously place leads under IV sedation and trial on table to make sure of coverage. Prior to this surgery, the patient was supposed to have fully charged his battery, when he attempted this the ins was found to be overdischarged. Two pmrs were completed and the ins was able to be fully charged. It depleted within 6 hours. The ins was charged 2 more times and would not hold a charge. The ins was replaced at the same time the new leads were placed. He was receiving appropriate therapy without negative issues. It was found that the old ins had not been used since (B)(6) 2011, therefore, he forgot to recharge his device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. The battery capacity was reduced due to overdischarge. A normal recharge session was performed during analysis. The battery recovered normally. Final device analysis for lead (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed no anomaly found.